Event description:
It was reported that during implant attempt there was a device connection issue. The existing leads couldn¿t be inserted into the connector smoothly and the existing leads showed measurement deviations, but when connected to the programmer, there were no lead deviations. The device was not implanted and a new device was implanted with the existing leads successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694958 implantable tachy lead; 5076-52 implantable pacing lead. (B)(4).